Manufacturer narrative:
Visual inspection, complaint history review, mfg record review. The visual inspection of the products upon receipt showed that a prong at tip of the one device (#078495) was broken tending to confirm the reported event for this specific device. The mfg records do not show any deviation that may have contributed to the event as reported. Conclusion: prongs are designed to provide an efficient and rigid connection to the screw in order to drive it in the pedicle but are subject to a bending load or a leverage effect that can lead to prong breakage. This issue is compounded if the outer sleeve is not used and instrument is not captured within the tulip.

Event description:
Nurse (B)(6) reported, via sales rep (B)(4), that the two shafts do not fit into the handpiece. In addition to that, a teeth broke off. No further info were given. This happened during a surgery. The surgeon was able to finish the surgery without any consequences.